Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 9186453. It was reported no insulin flow when priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle from lot # 9186453. Customer states that there is no insulin flow when priming. The returned pen needle was examined and exhibited a broken non patient end of the cannula. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needles had no insulin flow during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 9186453. It was reported no insulin flow when priming.